Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a single high out-of-range shock impedance measurement on the right ventricular (rv) lead. With the "expection" of this one measurement, all historical measurements are steady and current measurements are within range. There is no evidence of noise. No adverse patient effects were reported. No surgical or medical intervention was performed and the patient will be monitored.